Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on 02-oct-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was experiencing pelvic pain after essure (fallopian tube occlusion insert) insertion. According to her, a hysterectomy was scheduled. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, given event's nature and in the lack of an alternative explanation causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since a surgical intervention will be required for essure removal (although consumer mentioned (B)(6) 2014 as surgery date; company considers a surgery will be probably performed). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitor.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-1091, awareness date 30-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Consumer reported that she chose to have essure placed after her third child being delivered. Given that she had been out of work for over 3 months, due to pregnancy and childbirth, she decided for the method that was permanent and fast recovery. On (B)(6) 2013, consumer had hysterosalpingogram test confirming blocked tubes. Since then, she has suffered from extremely heavy periods which she never had prior to essure. Her periods last from 6 to 9 days and they also became irregular going from a 30 days between periods prior to essure to 45 to 69 days between periods. According to her, she has continued with the same diet that allowed her to lose all the pregnancy weight. However, since essure placement she has gained 20 pounds. Sex is extremely painful for days after and she suffers from chronic lower back pain and pelvic pain. Consumer also reported that her exams only show that the essure is in place. She is scheduled to have a hysterectomy on (B)(6) 2014 (discrepant information). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was experiencing pelvic pain after essure (fallopian tube occlusion insert) insertion. According to her, a hysterectomy was scheduled. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, given event's nature and in the lack of an alternative explanation causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since a surgical intervention will be required for essure removal (although consumer mentioned set-2014 as surgery date; company considers a surgery will be probably performed). A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring